Manufacturer narrative:
(B)(6). The device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
During an unspecified interventional procedure in the superficial femoral artery lesion with unknown rate of stenosis, a 7mm4cm 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres during its second dilatation. The procedure was successfully completed and there was no reported patient injury. The product will be returned for analysis. The product had been delivered to the lesion and inflated. It is unknown if the lesion was calcified or if the vessel was tortuous. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are unknown. The type of inflation device is also unknown as well as if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used or was easily removed from the other devices used or from the patient. However, it was intact upon removal.

Manufacturer narrative:
During an unspecified interventional procedure in superficial femoral artery lesion with an unknown rate of stenosis, a 7mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured at 10 atmospheres during its second dilatation. The procedure was successfully completed and there was no reported patient injury. The product had been delivered to the lesion and inflated. It is unknown if the lesion was calcified or if the vessel was tortuous. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are unknown. The type of inflation device is also unknown as well as if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used or was easily removed from the other devices used or from the patient. However, it was intact upon removal. The product was not returned for analysis. A device history record (DHR) review of lot 17337622 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.